Event description:
The customer alleged an h2o2 liquid in their load content as well as a human reaction incident. It was noted that there was h2o2 liquid in the pouches they processed their biological indicators in. The customer came into contact with h2o2 upon retrieval of pouches after cycle completed. She received h2o2 burn on fingers (both thumbs and right index finger). The customer was not wearing personal protective equipment (ppe). The biological indicator (bi) was contained per off label use by being doubled pouched and wrapped in a tray. Both pouches, inner and outer contained h2o2 liquid. Customer only rinsed for 5 minutes for first aid. Asp clinical support recommended she rinse for a full 15 minutes. Upon follow up, the customer reported that her symptom had subsided and she has reviewed the instructions for use. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Other: the unit was assessed in the facility. The fse found that the customer was cracking, not closing the bi prior to running the bi in the sterrad. The fse re-inserviced the customer on proper bi procedures. The fse function tested the system - passed. The fse ran an empty chamber cycle - process complete. System meets manufacturing specifications.